Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported an air detected in cassette during fill 2 of 4 (fv=1294 ml/2500 ml). The patient stated that the patient line connection is tight and secure, patient stated that the supply bag connections are tight and secure. Patient stated that she can see a lot of air bubbles in the patient line. Attempts were made to trouble shoot. Patient was advised to reset up with new supplies. Patient observed evidence of a fluid leak when removing the cassette from the cycler. Patient was advised to discontinue use of the cycler and to contact the dialysis clinic. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was asymptomatic. The patient was prescribed prophylactic antibiotics. The cycler was replaced.

Manufacturer narrative:
The reported complaint symptom (fluid leaking) was not confirmed. The reported complaint symptom (air detected in cassette warning) was not confirmed. Encountered (hb make sure hb is on ht tray and unclamped) warning. Encountered (missing component). A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. During fill 1 of the treatment test, hb make sure hb is on ht tray and unclamped warning. The treatment would not advance and the test was cancelled. An internal inspection of the cycler found that there were indications of fluid in the hp filters of the pump pneumatics. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The screws which anchor the backplane board to the base plate were missing. After replacing the hp1 filter, a simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cause of the encountered dried fluid could not be determined. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. Mushroom head check passed. Tested positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."